Manufacturer narrative:
Additional information: section h imdrf annex g grid, manufacturer narrative and section b describe event or problem. Correction: section d unique identifier (UDI). Part analysis: the report of the drawer damaged was confirmed by field service engineer (fse). According to wo (B)(4): the fse replaced main hh drawer 2.1&2.2. When testing in hta no issue arose. When customer logged in issues with hh drawer 3.1 and 3.2 were saying not detected on bus. Turned off device receipted all cables. This did not resolve the issue. Ended up replacing a few parts, one being the road board cable, retractor band and emergency latch. Once parts were replaced and tested in hta, the issue was resolved. Laboratory inspection does not find any obvious physical damage, deformation, or contamination on the drawer housing, latch mechanism, or connector interface. Laboratory testing found that the drawer has missing bottom left/right front, bottom left rear and top left front bumpers. No further test was performed due to the problem having been found. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported drawer damage (jammed) was identified and attributed to missing bumper stops, which led to the migration of bearing retainers.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer had jammed. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. As per part investigation, it was determined that the bumpers were missing, and the bearing retainer was misaligned, preventing full extension and requiring additional force to open and close the drawer. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was sticky and failed. A field service engineer (fse) rebooted the device but still the issue persist, fse replaced the main hh drawer 2.1 & 2.2, but when customer logged in the drawer 3.1 and 3.2 was failed to be detected on communication bus, the fse powered down the device reseated all the cables, but the issue didn't resolved, so the fse replaced the board cable, retractor band and emergency latch to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had jammed. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had jammed. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.